Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with a blood glucose of 500 mg/dl. Customer was wearing the insulin pump at time of hospitalization. Customer experienced symptoms like nausea and dehydration. Customer also reported getting a no delivery alarm and the blood glucose was in the 400 to 440 mg/dl range. The troubleshooting for no delivery alarm was performed and the event was resolved by changing complete set change. The insulin pump/reservoir will not be returned for analysis